Event description:
Neuronetics was notified by its social media monitor that a post was made on (B)(6) alleging that neurostar tms treatment affected their blood pressure requiring three (3) visits to the ER. The social media monitor responded via direct message on (B)(6) requesting they contact neurostar customer support. The person who posted did not respond to the request. Due to the lack of information, neuronetics is unable to confirm that the person was treated with neurostar or investigate the cause of the symptoms. This MDR is submitted out of an abundance of caution.